Manufacturer narrative:
As reported by the (B)(6) smart pms for sfa, approximately 9 months after a smart control stent was placed in the middle portion of the left superficial femoral artery, stenosis was observed in the ostial area at the front side of the stent. The patient had no symptoms. The (B)(6) female patient with unknown medical history was followed up but has not recovered yet. The target lesion was mildly calcified and tortuous. The rate of stenosis was 88.3% when the stent was placed. The smart control stent was placed in the target lesion without any issue. The length and diameter of the original lesion is unknown. It is also unknown if the lesion was pre-dilated or post-dilated. The residual diameter stenosis is unknown. The post procedure regime of antiplatelet therapy is unknown or if there was one, if the patient was compliant. It is also unknown what was done to treat the restenosis or the current status of the patient. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with stent implantation and is often associated with the progression of peripheral artery disease. It is also listed in the IFU as such. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
(B)(4) (B)(6) the product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) smart pms for sfa, approximately 9 months after a smart control stent was placed in the middle portion of the left superficial femoral artery, stenosis was observed in the ostial area at the front side of the stent. The patient had no symptoms. The patient was followed up but has not recovered yet. The target lesion was mildly calcified and tortuous. The rate of stenosis was 88.3% when the stent was placed. The smart control stent was placed in the target lesion without any issue. The length and diameter of the original lesion is unknown. It is also unknown if the lesion was pre-dilated or post-dilated. The residual diameter stenosis is unknown. The post procedure regime of antiplatelet therapy is unknown or if there was one, if the patient was compliant. It is also unknown what was done to treat the restenosis or the current status of the patient.